Event description:
Patient concerned device not pacing appropriately. Lower rate set at 60 bpm presenting egm atrial and ventricular sensed at ~gs bpm. Device appears to be currently functioning as programmed. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event, were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).